Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the cup insertation handle are in need of repair. The instrument has damaged threads.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The overall condition of the instrument suggests heavy use as the root cause. Inadvertent use error / mishandling may also have been a factor. Based on the investigation a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.